Manufacturer narrative:
H2. Correction: please note, conclusion code 11, method code 4118, and result code 3233 no longer apply to this report. H3. The returned implantable neurostimulator (ins) (serial # (B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. The ins was shaken and no abnormal 'rattling sound' was heard. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative reporting that an anomaly was confirmed during ins implanting procedure. When the ins was held by the physician a rattling sound was heard and a sense of discomfort was felt. When verification was performed, a sense of discomfort as if something was moving inside the generator was felt. It was unknown if there were any external contributing factors as the ins was provided to the physician after unpacking it, same flow as a normal procedure. Impedances were performed with no anomaly. A new ins was used. The event resolved.